Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed by the distributor. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed an incoming functional test. The cause for the failure was isolated to an open wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned to a us distributor and it was reported that the patient was receiving frequent gong alarms.